Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these device, however, insufficient information was provided to determine scope assessment of this recall. If additional information is received, it will be reviewed to determine if a supplemental report is required.

Event description:
Allegedly plaintiff was implanted with a rejuvenate modular hip stem on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2020.